Manufacturer narrative:
The isi technical support engineer (tse) had the staff do one more reboot and the system came up with no errors, however, the caller stated the doctor decided to convert the procedure to open surgery. The staff was having their engineering department investigate the power loss. Following resolution, the system was working properly and no additional action was required from isi. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date could not be performed via system logs because logs were not available. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted pediatric colectomy surgical procedure, the operating room (or) lost power and the da vinci system was rebooting on its own. The customer contacted intuitive surgical, inc. (Isi) technical support. Live logs were not available during the call. The system came up with no errors. The procedure was aborted to open surgery with no reported injury to the patient. On 04-mar-2022, isi spoke to the original reporter and obtained the following information. She stated the issue was discovered prior to starting, but anesthesia was administered and ports were placed. The surgeon was not comfortable using the system even though they rebooted the system and it came up with no errors.